Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on past investigation findings, it can be inferred that the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated, leading to tear of the tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front actuated grip exhibited wear of the tissue pad. There was no patient involvement.